Event description:
It was reported that the patient presented for a device follow up; an alert for high, out of range high voltage lead impedance was observed. The device was explanted and replaced when lead tested normal. Patient was fine post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of high hv lead impedance was confirmed in the laboratory. X-ray inspection of the device noted a broken can wire. The cause of the reported high hv lead impedance was a broken can wire.